Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device cystoscope bridge was not working properly. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported event was confirmed. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was likely due to wear and tear, as the glue between the working channel and optic channel fell out. Olympus will continue to monitor field performance for this device.